Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of sleeve gastrectomy. During the surgery the devices were used to create a sleeve gastrectomy, an insufflation test was done and there was no indication of a leak. During a subsequent surgery it was found that there was a staple line leak indicating a failed anastomosis. It was reported that after the surgery, the patient experienced an abdominal wound which grew eikenella; strep, extraluminal gas along staple line, gas bubbles, air-fluid level, fat stranding, free fluid, pleural effusion, basal atelectasis, bacterial infections, labs abnormal for hemoglobin; urea, anastomotic leak, fistulous tract, mediastinal lymphadenopathy, cavitating pneumonia, wound infection, pain, nausea, vomiting, epigastric pain, adhesions, fibrotic reaction, cough, pleuritic chest pain, gastrojejunal ulcer, purulent discharge, fibrotic bronchi, esophageal fistula, & actinomycosis infection. Post-operative patient treatment included multiple CT scans, multiple hospitalizations, antibiotics, npo, IV, tpn, lap revision to lap roux-en-y gastric bypass, peterson defect closed, anastomosis was hand sewn, gastroscopy & leak test performed which indicated no leak, medication, bowel rest, egd, ultrasound guided thoracic drainage for pleural effusion, IV antibiotics, fibrotic bronchoscopy, gej stent placed, nj tube insertion, catheter removal, glue injection, & fistula tract ablation.

Manufacturer narrative:
H6 ime e2402: extraluminal gas along staple line, gas bubbles, air-fluid level, basal atelectasis, labs abnormal for hemoglobin; urea. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.